Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported alarm problems with their philips intellivue information center (piic), described as alarms not being taken into account by the central. No patient impact.